Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.